Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50mm x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region were flared. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device tracked without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The moderately calcified and moderately tortuous target lesion was located in the left circumflex artery. Following pre-dilation with a 2.00x15mm balloon catheter, a 2.50 x 28mm synergy ii des drug-eluting stent was advanced but failed to cross the lesion. After removal, it was noted that the stent was flared. The procedure was completed with a different device. Post-dilatation was performed with a 2.75x8mm balloon catheter. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The moderately calcified and moderately tortuous target lesion was located in the left circumflex artery. Following pre-dilation with a 2.00x15mm balloon catheter, a 2.50 x 28mm synergy ii des drug-eluting stent was advanced but failed to cross the lesion. After removal, it was noted that the stent was flared. The procedure was completed with a different device. Post-dilatation was performed with a 2.75x8mm balloon catheter. No patient complications were reported and the patient's status was stable.